Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal evolution dilator would not click into the sheath. The procedure was a neuro carotid angio. The procedure outcome was successful using a second angio-seal evolution device. The patient was in stable condition. Additional information was received february 6,2019: a 6fr sheath was used during the case. There was no difficulty with arterial access and a pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update and to provide the completed investigation results. One 6 fr angio-seal evolution device was received for evaluation. The hemostasis sheath was partially mated with the arteriotomy locator. No other accessory components were returned. Visual inspection revealed that the hemostasis sheath was partially mated with the arteriotomy locator. No other anomalies were noted. Functional testing was conducted. The arteriotomy locator was removed from the hemostasis sheath. No anomalies were noted with the locator. Then, the arteriotomy locator was re inserted into the hemostasis sheath and a clear tactile snap was audible. No connectivity issue was found. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified that the returned device was the normal product. However, the exact cause of the reported event cannot be definitively determined based on the available information.